Manufacturer narrative:
The customer went to put drops of the control in the sample cup, then squeezed the positive control 1 vial where the positive control hit the bottom of the sample cup and splashed up in his eye. The customer did not wear protective eyewear at the time of the incident. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. The customer did not complain about any issue during use of the control bottle. Therefore, it can be concluded that the appearance and functionality of the bottle including the dropper tip of the bottle, was as intended. Based on the review of the issue, this represents a use error, since the operator was not wearing protective eyewear. Labeling was reviewed and found to be adequate. Based on the investigation, since a user error in handling of the reagent was identified (lack of protective eyewear), architect hiv ag/ab control in use with the architect hiv ag/ab is performing as intended, no systemic issue or deficiency was identified.

Event description:
The customer was splashed with architect hiv ag/ab positive control (pc1) in his eye. The customer squeezed the pc1 vial and the positive control hit the bottom of the sample cup and splashed up in his eye. He was not wearing goggles at the time. The customer flushed his eye with water and received preventative medication lamiviudine and zidovudine (pep-post exposure prophylaxis). The customer received preventative medication lamiviudine and zidovudine. No additional impact to the customer was reported.